Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, the patient had a retained capsule in their small bowel since (B)(6) 2024 and believe that it was stuck proximal to a segment of inflamed crohn's. The patient was asymptomatic and had no complications but already had 3 laparotomies so further surgery would have significant risk. Tried to have some steroids to see if this makes a difference.

Manufacturer narrative:
Additional information: b5, g3, h6 (fdm). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, the patient had a retained capsule in their small bowel since (B)(6) 2024 and believe that it was stuck proximal to a segment of inflamed crohn's in the small bowel. The patient was asymptomatic and had no complications but already had three laparotomies so further surgery would have significant risk. Tried to have some steroids to see if this made a difference. As of now, the capsule still not passed.